Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse and stress urinary incontinence and a sling and an ams infexen were implanted. The patient experienced physical pain, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments.

Manufacturer narrative:
(B)(4). Undefined medical treatments. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on 10/27/2008 and ams intexen device was placed. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with the removal of the ams device. The patient experienced physical pain, urinary/bowel problems, neuromuscular problems, stomach and vaginal pain, and persistent infections and urinary incontinence and will require additional medical treatments. (B)(4).

Manufacturer narrative:
(B)(4).